Event description:
A 2.5mm diameter x 8mm length endeavor rc drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk coronary artery lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged and was lost in the aorta. Two endeavor drug-eluting stents were used to complete the case. No additional clinical sequelae were reported and the pt is fine. A device from the same lot was evaluated: the unit passed all stent visual, dimensional and functional testing in relation to the security of the stent on the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent dislodgement). Conclusion- (lack of info). Secondary intervention.